Event description:
Patient's father reported his son was treated for a corneal ulcer after use of the product. The treating doctor reported the patient was diagnosed with a bacterial corneal ulcer and treated with zymar. No culture was performed, however, the ulcer was considered to be infectious. The condition resolved with a remaining peripheral scar, not central. There was no permanent decrease in visual acuity, pt is 20/20.

Manufacturer narrative:
The device is not available for evaluation and lot number info is unk. The treating doctor stated the etiology of the event is unk, and stated he was unsure if the event was related to the device or overwear of the contact lenses. Based on available info, no root cause can be determined and no conclusion can be drawn.